Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released from the delivery catheter system (dcs) and dislodged aortic. The valve outflow was in the ascending aorta, and the inflow was at the level of the sinus of valsalva (sov). A 29 millimeter (mm) non-medtronic valve was implanted. The patient left the operating room stable. Two days post-operation, the patient coded. Open heart surgery was performed to remove both the medtronic and non-medtronic valves. A surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b2. Updated b5. Updated h1. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that a pre-implant balloon aortic valvuloplasty (bav) was not performed. It was reported that the patient did not have calcium within the native valve, which contributed to the dislodgement. Deployment began at the bottom of the pigtail catheter, and prior to dislodgement, the valve was at a depth of -4 on the non-coronary cusp (ncc) and -8 on the left coronary cusp (lcc). Following dislodgement, the valve depth was reported as -2 on the ncc and -2 on the lcc. It was confirmed that cardiopulmonary resuscitation (CPR) was performed on the unit, not intra-procedural. It was reported that following the open heart surgery, the patient died a "few days later". The cause of death was not reported.

Manufacturer narrative:
Updated data: b2: date of death, b5: event description, h6: patient code and method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that six days following the valve implant, the patient died from a myocardial infarction during recovery. Per the physician, the open heart surgery was successful and no complications during the open heart surgery were reported that contributed to the death.

Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review and the valve remained implanted, so no product analysis could be performed. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Dislodge events are typically not related to a device malfunction. In this case, it was reported that the patient did not have calcium within the native valve, which contributed to the dislodgement. This indicates that the probable cause of the dislodgement is due to patient anatomy. The medical safety assessment was performed. The summary states that the primary event of valve dislodgement was likely to have caused the cardiac arrest. It is possible that the dislodged valve and/or non-medtronic valve caused a coronary occlusion leading to cardiac arrest. The death is assessed as unknown relationship to the valve, however it is possible the death was related to the valve. Myocardial infarction is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In addition, a procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available and the medical safety assessment, a conclusive root cause of the patient death could not be determined. Review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The medical safety assessment was performed. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.